Event description:
The customer reported several results from a single patient sample being mis-associated with the incorrect patient name when processed on a vitros 4600 chemistry system. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were reported out of the laboratory. However, the results were later questioned and a corrected report was issued based on repeat testing of the intended patient sample. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results obtained on a vitros 4600 chemistry system for a single patient sample were mis-associated with the incorrect patient name. The root cause of the event was determined to be instrument related. The mis-association patient sample event was related to an atypical rotation of the sample tray due to mechanical hardware issue. The ocd field engineer replaced the affected part and the vitros 4600 was returned to expected operation.the assignable cause was determined to be instrument related.